Manufacturer narrative:
(B)(4).

Event description:
It was reported that after rv lead replacement there were noise on the rv channel. Further evaluation was recommended. No clinical symptoms were reported.